Event description:
Customer reported fibers in a pt's eye at the post-op exam. The pt required a second procedure to remove the fibers. The surgeon stated that he thinks the 4x4's are the source of the fibers. Additional follow-up info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed, this is the first event reported regarding this issue for this facility. A sample was not returned for evaluation and root cause analysis. A review of the DHR and lot history could not be conducted because a lot number was not provided. The customer was advised of the importance of returning samples for complaint investigation. Quality assurance will monitor customer complaints, and will take action for any further occurrences as is deemed necessary. This report was mailed to FDA on: 10/07/2009.